Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the third report of three from the same facility involving an a2101 mayfield ultra base unit that was involved in a slippage. Additional info has been requested.